Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The mother was contacted for troubleshooting due to the previous call. The mother stated that the customer was in the hospital currently, and she did not want report any issues or troubleshoot at this time. The mother did stat that the customer had been getting motor error alarms. The mother was not with the customer at the time of the call, but she was advised to call back to report the details of the hospitalization, and to troubleshoot the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of motor error, battery out limit, and blank display with the customer's insulin pump. The customer's blood glucose level at the time of incident was over 400 mg/dl. The mother did not have pump on hand, and will be calling back at a later time to conduct troubleshoot.